Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system¿s universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported failure, error 23094. The usm was tested on an in-house system and failed normal mode as it triggered error 23069. A review of the remotefe logs showed errors: 23094, 23069, and 23118 on axis 3. When the insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) and flat flex cable (ffc) were replaced with gold parts, the error 23069 went away. When the original cva cpa and ffc were re-installed, the error 23069 came back. The unit went through more testing on a patient side cart fixture test platform (pftp), using the gold parts, it passed the lissajous, chipencoder virtual absolute (cva) characterization, carriage strength, friction tests, carriage sensors check, carriage friction and advanced brake.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an error 23094 on the systems universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) clinical sales representative (csr) tried to recover the fault multiple times and hard power-cycled the system with no change. The csr reported that the surgeon chose to disable the usm 3 and continue the procedure using only three (3) usms. An isi technical support engineer (tse) reviewed the system error logs and noticed multiple error 23094 reported by the usm 3, axis 3 (insertion axis). The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.